Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer report #: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duo-vent spike fell out of the spike adaptor. The reporter stated that this occurs during spike insertion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.